Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on an adc meter. As a result, customer experienced a loss of consciousness, seizure, "sweat", and was unable to self-treat requiring third-party treatment of glucose (type/dose unspecified) orally by a non-healthcare professional prior to contact with a healthcare professional (hcp). The hcp provided unspecified third-party treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Adc meter result of 46 mg/dl and sensor scan result of 370 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on an adc meter. As a result, customer experienced a loss of consciousness, seizure, "sweat", and was unable to self-treat requiring third-party treatment of glucose (type/dose unspecified) orally by a non-healthcare professional prior to contact with a healthcare professional (hcp). The hcp provided unspecified third-party treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Adc meter result of 46 mg/dl and sensor scan result of 370 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.